Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0e6rq, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer reported the patient had a loss of therapy and a loss of stimulation. The patient had a mammogram and ultrasound on tuesday and since then their tremor had come back. The patient checked the implantable neurostimulator (ins) with their patient programmer and they got a poor communication screen on the right side and they were not seeing their settings. The patient had tried calling their health care provider (hcp). At the time of this report, both inss were checked and both showed on and okay. The left side was on group c at 2.4v. The right side was set to simple and that was the reason they were not seeing the settings. The patient later reported the ins settings were reset by their hcp. The issue of poor communication and not seeing the settings had been resolved. The patient's indication for use is essential tremor and movement disorders. Refer to manufacturer report #3004209178-2015-21057.